Event description:
Per the clinic, the patient developed an infection at the implant site (date not reported), resulting in the decision to explant the device. The device was explanted on (B)(6), 2012. It is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 25, 2013.